Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had torn the driveline external side (dles) silastic. It was also reported that drive line resembles a telephone cord. There were no unusual events noted in the log file. Ventricular assisting device and peripheral equipment are functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tear in the silastic sleeve of the driveline was confirmed via the analysis of the submitted photographs. A specific cause for the observed damage could not be conclusively determined through this evaluation. The submitted log file contained data from on (B)(6) 2020. No atypical alarms or events were captured. The actual speed remained at or above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The account communicated that the silastic sleeve of the patient¿s driveline was torn. The driveline reportedly resembled a telephone cord. The first submitted photograph revealed a tear in the outer silicone jacket which did not appear to penetrate the underlying bionate layer. A second photograph was submitted which depicted the external portion of the patient¿s driveline which was extensively wrapped in white and black tape and appeared twisted proximally. The patient is currently residing in georgia for a couple months with his daughter/caregiver. The account will continue to follow. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6), percutaneous lead serial number: (B)(6) (original driveline), and percutaneous lead serial number: (B)(6) (driveline repair reported under MFR#: 2916596-2017-02928), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire / shield breakdown to occur dependent on length of use and movement / flexing over time. Information regarding driveline care can also be found in both of these documents. Heartmate ii lvas IFU is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement / flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.